Manufacturer narrative:
During inspection and testing of the returned device, in addition to the foreign material found in the forceps elevator, service found that due to wear of the angle wire, bending in the up/down/left/right directions did not meet specification. The adhesive on the bending section cover (a-rubber) was scratched. The connecting tube, the universal cord, and the plastic cover were scratched. There was one white dot in the image. The investigation is in-progress. If additional information is received, this report will be supplemented accordingly.

Event description:
The subject device is an olympus loaner asset that was returned to an olympus repair center with no alleged complaint. There were no reports of patient or user harm. During incoming inspection of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that there was a foreign object attached to the forceps base and the area around the forceps base. The foreign object was unable to be identified. There was no physical damage to the part where the foreign matter remained. The event can be detected/prevented by following the instructions for use which state: "if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.